Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted. Programming adjustments were made and the recipient is satisfied with the results. The recipient continues to use the device. The recipient will be managed with programming adjustments per center protocol. This is the final report.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated potential impedance issues, despite device testing results within normal limits. Revision surgery was under consideration.